Event description:
It was reported that the customer was hospitalized for low blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 20 mg/dl, which was treated with glucose tablets. The customer stated that he was unsure of the cause of the low blood glucose reading. The customer's mother was unsure whether the insulin pump had any damage to the drive support cap. The customer stated that he was in the bathroom when the insulin pump alarmed button error. The blood glucose reading was 143 mg/dl at the time of the alarm. The customer's mother reported that he had issues with the insulin pump's buttons, and they were unable to get the insulin pump to stop leading up to the hospitalization. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.